Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 01/29/2010 and 02/02/2010 by phone, fax, and mail. A completed questionnaire was received on 02/04/2010. (B) (4). (B) (4).

Event description:
A consumer reported double vision, blurry intermediate vision, and extra lines on the road while driving following intraocular lens (iol) implant surgery. In a follow up, the surgeon reported the event continues. The surgeon reported the patient chose to wear glasses to improve her residual prescription.